Manufacturer narrative:
(B)(4). The service engineer replaced the breath delivery unit (bdu) printed circuit board (pcb). The software was updated. The ventilator then passed all performed tests, calibrations, and a performance verification test (pvt).

Event description:
It was reported the ventilator had a malfunction of the graphic user interface (gui) printed circuit board (pcb). The ventilator was not in patient use at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.